Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record, we are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no r1eddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-mar-2017: quality-safety evaluation received. Company causality comment: this non-medically confirmed, spontaneous case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and it punctured her fallopian tubes, which is a serious event due to medical significance and the requirement of intervention; it is anticipated according to the reference safety information for essure. In this particular case, after about four years of essure's insertion the consumer underwent to a computerized tomography and the fallopian tube perforation was diagnosed. Consumer also reported that the removal of fallopian tubes is already scheduled. Although the exact date and the mechanism of perforation are unknown, based on the event's nature a causal relationship with essure cannot be excluded. This case was regarded as incident, since a medical intervention will be required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Further information is expected.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("essure punctured my fallopian tubes") in a (B)(6) female patient who received essure for sterilization. In (B)(6) 2012, the patient started essure. In (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and clinically significant/intervention required). At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. The reporter commented: scheduled to have fallopian tubes removed in (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2017: computerised tomogram result was essure punctured fallopian tube. Company causality comment: this non-medically confirmed, spontaneous case report refers to an adult female consumer had essure (fallopian tube occlusion insert) inserted and it punctured her fallopian tubes, which is a serious event due to medical significance and the requirement of intervention; it is anticipated according to the reference safety information for essure. In this particular case, after about four years of essure's insertion the consumer underwent to a computerized tomography and the fallopian tube perforation was diagnosed. Consumer also reported that the removal of fallopian tubes is already scheduled. Although the exact date and the mechanism of perforation are unknown, based on the event's nature a causal relationship with essure cannot be excluded. This case was regarded as incident, since a medical intervention will be required. Further information and product technical analysis are being sought.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("essure punctured my fallopian tubes") in a (B)(6) female patient who received essure for female sterilization. In (B)(6) 2012, the patient started essure. In (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and clinically significant/intervention required). At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. The reporter commented: scheduled to have fallopian tubes removed in (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2017: computerised tomogram result was essure punctured fallopian tube. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record, we are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no r1eddra llt can be provided. Most recent follow-up information incorporated above includes: on 25-may-2017: follow-up attempts has been completed with no response to date. No further information is expected. Company causality comment no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.